Event description:
A karl storz resectoscope was used during a cystoscopy and bladder biopsy procedure. The unit worked at first, then stopped. Then there was a sudden burst of power and the bladder was allegedly perforated. A laparotomy was performed to repair the perforation.